Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, total delamination of the valve, and yellow particles in the shell. Leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.